Event description:
On (B)(6) 2010, pt reported air bubbles in her infusion tubing. Pt has reported this as an ongoing concern and has met with her trainer. Pt stated she met with her trainer who filled a new insulin cartridge on (B)(6) 2010 and reviewed pt's technique. During call on (B)(6) 2010, pt reported she did not have any air bubbles and everything looked ok. Pt reported she noticed air bubbles about 20 minutes ago. Pt stated she is able to prime out air bubbles on her own. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.